Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a leak between the cassette supply line and supply bag during priming of peritoneal dialysis therapy. The technical service representative advised the patient to restart therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.